Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported unexplained elevated blood glucose. He stated that his corrections were not working. The blood glucose reading was 445 mg/dl. He expressed symptoms of fatigue, excessive thirst and nausea. Customer treated with the insulin pump. He stated that the drive support cap appeared normal. He found no air bubbles in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. He stated that the bolus wizard and basal rate settings were correct. Customer was unable to run a high pressure test. He was advised to remove the infusion set and stated that the cannula was bent and occluded and that the site was irritated. The insulin appeared normal. Nothing further was reported.